Event description:
A patient service rep (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that a charger/modem would not power on. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn 580004282 has been completed. The reported problem (charger not powering on) has been confirmed. Upon evaluation, the power brick connector was defective. The cause of the inability to power on is the defective power brick connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.